Event description:
Complainant alleged that during a routine check by a clinician, the device powered displayed an "analysis halt" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not rec'd the product and will be providing a follow-up report when our investigation is completed.